Event description:
It was reported that the deep brain stimulation (dbs) leads were placed in the wrong location during the initial implant procedure resulting in poor tremor control. The leads were placed in the globus pallidus internus (gpi) region of the brain for parkinsons disease but should have been placed in the ventral intermediate nucleus (vim) region for essential tremor. The patient underwent a revision procedure where the leads were replaced. The patient was doing well postoperatively. The explanted leads were retained by the medical facility and were not returned.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event. Exact event date is unknown. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).